Event description:
Related manufacture reference number: 2017865-2020-10073. It was reported that the patient presented to the hospital on (B)(6) 2020 for a pacemaker implant procedure. During the procedure, the right ventricular lead was tested on the pacing system analyzer and found to have optimum parameters. The lead was connected to the pacemaker and the incision was closed. However, loss of pacing was observed after the lead was connected to the device. The physician suspected this was a pacemaker malfunction. The physician then reopened the incision and removed the implanted device. The physician was unable to insert the lead to the new replacement pacemaker and elected to also replace the right ventricular lead. A new pacemaker and lead were successfully implanted with all normal parameters. The patient was reported to be in stable condition.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation. The reported complaint of the setscrew could not be tightened on the lead was confirmed while the complaint of no pacing was not confirmed. As received, a device was returned for analysis. Final analysis found torque wrenches were incorrectly inserted into setscrew. The caused of the reported event of setscrew could not be tightened was isolated to the incorrect usage of torque wrenches. No other anomalies were identified.